Event description:
Download data from a (B)(6) male pt revealed multiple battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation contamination was found on the charger battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.